Event description:
While loading the empty stretcher into the ambulance the lower legs allegedly were not retracting and the operating medic lifted the stretcher in an upward motion causing the stretcher to lower from the ambulance deck. The medic was struck in the forearm by the extended grips causing injury described as "contusion bilateral forearm" and requiring rest and pain medication. The end user stated they felt this was use error and that the upward lifting motion caused the safety bail to go over the safety hook.

Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted at the customer location. The stretcher was found to be operating as intended and there were no observations of the safety bails malfunctioning. The stretcher was returned to service.

Event description:
While loading the empty stretcher into the ambulance the lower legs allegedly were not retracting and the operating medic lifted the stretcher in an upward motion causing the stretcher to lower from the ambulance deck. The medic was struck in the forearm by the extended grips causing injury described as "contusion bilateral forearm" and requiring rest and pain medication. The end user stated they felt this was use error and that the upward lifting motion caused the safety bail to go over the safety hook.